Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One used decontaminated sample 10009163-004 8mm deht blu suctionaid sub-assy was received for investigation in plastic bag. Under visual inspection the sample appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received samples. It was confirmed that after 12 hours the cuff was still fully inflated. Also no leak was found when inflated device was put under water. Based on results of testing the reported failure was not observed. No fault was found with the device regarding the customer problem. The cause of the reported problem could not be determined.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
The customer started using the product from regular replacement and it worked for a while. However, leakage of air from the cuff was observed. So he stopped using the product. No patient injury.